Manufacturer narrative:
Additional information to clarify event details: the number of devices affected by the issue were two. Both pieces had the same detachment problem. The first piece detached within day one and the second on day three. No patient harm was reported. There was no mishandling of the device prior to incident and each time the device was replaced. (B)(4). No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. However, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Device manufacture date: 01/2015. A complaint sample was not returned for evaluation. A detailed batch review was performed and no non-conformances related to this event were found. A previous investigation into this complaint issue identified the likely root cause as a manufacturing issue (operator error during the gluing process). A CAPA investigation was opened to further investigate and address this issue. The CAPA is currently in progress. This complaint will remain open until completion of the CAPA investigation. Reported to the FDA on december 22, 2015. (B)(4).

Event description:
It was reported the tubing detached from the urine meter chamber after three days of use. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted as the investigation associated with the non-conformance (nc) has been approved and is complete. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).